Event description:
A malfunction alarm was reported with no notable events occurring prior to it. There was no reported adverse impact to the customer's blood glucose level. The customer was able to reset the malfunction code, and there was no reported need for further action.